Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the power management board was observed. The ventilator's power management board was replaced to address the issue.